Event description:
"Customer reported: hi, I just purchased 6 boxes of sol-m syringes with exchangeable needles. Here are some pictures of what I found in 2 of the boxes: if you observe closely, there is a content that looks like oil or ointment inside the syringe. Please look closely to the first 0.3ml mark of the syringe. Can you please let me know if this needle is sterile and safe? Is this something your product normally has? See attachment section for initial email and complain report from customer. "